Event description:
It was reported that the patient presented in clinic for a follow-up. Device interrogation revealed that the right atrial (ra) lead exhibited low pacing impedance, high capture threshold, undersensing, excessive noise oversensing resulting in pacing inhibition and inappropriate mode switch. All the suboptimal measurements were suspected due to lead insulation damage. The ra lead was capped and replaced on (B)(6) 2025. There were no patient consequences.